Manufacturer narrative:
Date of event: used the first day of the month of the aware date since event date was not provided.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 20 synergy drug-eluting stent was used for treatment. When the stent was passed through the catheter, difficulty advancing was noticed. However, when the device was removed, the stent was found to be wrinkled and dislocated from the balloon. The procedure was completed with a new synergy stent. No patient complications were reported and the patient was stable.